Manufacturer narrative:
No product was returned for evaluation. An ilet log review unable to be completed as multiple attempts to download device data have been unsuccessful. Device has not been synced since manufacturing. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the reported events, it is likely that this hypoglycemic event was caused by the long-acting insulin injection the user took before re-connecting to the ilet, resulting in an excess of insulin relative to their need.

Event description:
On 9/16/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 9/15/24. On (B)(6) 2024 the user had disconnected from the ilet for an unknown reason, administered tresiba in the morning, and then reconnected to the ilet between 5-6 pm, only to be found unresponsive at 11 pm. The user's husband called emergency services. An IV glucose drip was provided at home, and the user did not go to the hospital. At the time of the call the user was off the ilet and had a retraining session scheduled for (B)(6) 2024. During the event, the user's blood glucose dropped to a low of 39 mg/dl, resulting in a loss of consciousness.